Event description:
It was reported that malfunction alarms occurred. Additionally, it was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 205 mg/dl; with high ketones. Reportedly, the customer ran out of insulin. Ketone levels were identified as life threatening by health care provider. Customer was treated with intravenous fluids of saline and insulin and potassium to address the elevated bg. Customer was discharged (B)(6) 2024 with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the alarm empty cartridge issue could not be verified.